Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: did one of metal arms (that holds pouch) fall off into patient? How was case completed (was new device of same code, pouch, used)? Was there any change in procedure or post-op patient care due to retrieval of device? Was there any delay in procedure due to retrieval of device? Why is device and metal arm not being returned for analysis?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the nurse reported that they have used endopouch retriever and the instrument failed. One arm of the grasper broke away in the peritoneal cavity. It was successfully retrieved. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was obtained: procedure was a lap cholecystectomy. Patient had an uneventful recovery, the pouch opened on deployment but instead of the metal piece retracting in it came off and the surgeon retrieved it via the 10mm xiphisternal port. There was a delay due to additional time used to extract the metal piece and also do a check intraoperative fluoroscopy to make sure there was no additional metal left insitu.